Manufacturer narrative:
The device, which was used in a procedure, was not returned for evaluation. A relationship between the device and the reported incident could not be confirmed, therefore the root cause is undetermined at this time. Without knowing what the error message is, it is not possible to provide a root cause. However, factors that are known to contribute to this type of issue, may included mishandling, drop damage, improper storage, the IFU has been reviewed and contains comprehensive guides on the operation. Power cords are packed at the distribution centers, and are ordered separately. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. The complaint history file contains further instances of the reported events, currently being monitored, with actions being taken to reduce instances of the reported event. However, this investigation is now complete.

Event description:
It was reported that the device displayed an error message, the power cord was missing and the chassis was bent. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.